Event description:
The pt was admitted to the hospital for a perforated bowel and had surgery for the issue. The pt was in the ccu and had been placed on a dnr (do not resuscitate) status. The hospital physician wanted the patient's intrathecal baclofen infusion stopped due to low blood pressure. He did not have a physician programmer and the pt's pump managing physician was out of the country. The hospital physician was advised of the implications of baclofen withdrawal if the pump was abruptly discontinued; the cascade of withdrawal symptoms that would ensure as a result of discontinuing the infusion; and the need for an intrathecal baclofen management physician's input on dose reduction titration. A clinician was contacted who had a programmer and was going to be meeting with the hospital physician to adjust the patient's baclofen dose; the patient's current dose was reported to be 700 mcg/day. It was later reported that the clinician was able to see the pt with the hospital physician that evening and decreased the dose from 780 mcg/day to 390 mcg/day. The pt was in a terminal state at that time related to comorbidities from the surgery on the perforated bowel. She was in a do not resuscitate status and was not expected to survive. The pt expired 2 days later.

Manufacturer narrative:
.